Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately seven days post feeding tube placement, the balloon allegedly shrank. It was further reported that the catheter dislodged and fell out of the patient. There was no reported patient injury.

Event description:
It was reported that approximately seven days post feeding tube placement, the balloon allegedly shrank. It was further reported that the catheter dislodged and fell out of the patient. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review:a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one tri-funnel replacement gastrostomy tube 20f was returned for evaluation. Gross visual, microscopic visual and functional evaluations were performed. Gross visual, microscopic visual and functional evaluations were performed. Therefore, the investigation is confirmed for fluid leak, material deformation, failure to inflate, balloon shrank and dislodgement issue as the balloon was inflated with approximately 20ml of water and failed to inflate. The water did not inflate the balloon and immediately exited the distal end of the device upon infusion. No splits or external ruptures were observed throughout the catheter. Also, material deformation was observed on the balloon.a definitive root cause could not be determined based upon available information. Labeling review:a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g4,h6(device: 1310). H11: h6(result and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.